Event description:
The user facility reported that a 48 year old male patient was taken to the cardiac catheterization laboratory (ccl) for impella implant prior to a coronary artery bypass graft (CABG) being placed. While on impella support, it was reported that a hematoma was observed at the access site. The impella cp was explanted three (3) hours after the patient¿s admission to the medical facility. The complication was managed utilizing percutaneous transluminal angioplasty and a covered stent to the right axillary artery. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.